Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) lead. No intervention has been completed. The patient is stable.

Event description:
Additional information was received that there was suspected lead damage. No diagnostic imaging has been performed.